Event description:
On (B)(6) 2009, the pt reported, his infusion device displayed "sw version" and "check settings." He said this occurred several times after he changed the insulin cartridge. He sated, he was not sure how long the device battery had been in use so he replaced it. He said his device still displayed " sw version" and "checking settings" after changing to the new battery. He said that eventually the message did not return and he placed his device in run and successfully delivered a bolus. He stated, it has been a "long time" since he changed his battery cover and he said he would do so after this report. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.